Manufacturer narrative:
(B)(4). The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete. Reason for late MDR due to implementation of process improvement.

Event description:
The pt was having a routine pump replacement to avoid in-vivo battery depletion. However, it was reported that following a fall, the pt's pump would only accept 14cc of medication at the previous 2 refill sessions. The pt recovered without sequela. The medication being delivered via the device system was dilaudid.